Manufacturer narrative:
Initial reporter foreign zip code: (B)(6).

Event description:
It was reported that both t1 and t2 deployed at the same time. No patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device returned. It was received with no t¿s and no suture. The device has been used. The complaint was submitted for ¿simultaneous deployment¿. Visual inspection shows that the delivery needle is visibly disfigured. The device is not able to be fully assessed as it appears that the delivery needle deliberately defaced prior to return. The device¿s mechanism is unable to be tested in the damaged condition. No root cause related to this manufacturing lot was confirmed.